Manufacturer narrative:
The investigation has been completed. Data confirmed low flow when pump started and remained to the rest of the case that triggered auto suction response and impella flow reduced alarms. The product was not returned for review. Based on clinical description and data, the cause of the issue was patient condition related.

Event description:
The user facility reported a 49-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported low pump flow after initiation. The decision was made to remove the device. A pulmonary embolism was suspected and the patient ultimately expired. No involvement was noted between the device and adverse event/death.

Manufacturer narrative:
B2: the date of the patient's death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-09015 was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.